Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 22-dec-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("physical pain") and fibroma ("two fibromas removed") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of twin pregnancy. As concurrent condition the report mentioned obesity. On an unknown date, the patient had essure inserted. In 2010 she experienced pain (seriousness criterion medically important), fibromyalgia ("fibromyalgia"), fatigue ("very severe chronic fatigue"), headache ("headaches"), visual impairment ("vision problem"), tooth disorder ("dental problems"), brain fog ("fog"), amnesia ("memory loss"), hyperacusis ("no longer stands noises and smells. V"), parosmia ("no longer stands smells"), thyroid mass ("nodules with thyroid - follow ups"), breast mass ("nodules with breast - follow ups"), food intolerance ("food intolerance"), gastrointestinal motility disorder ("alternating constipation and diarrhoea"), hypertonic bladder ("hyperactive bladder"), endometrial thickening ("very thick endometrium"), tendonitis ("inflammation of tendons"), myositis ("inflammation of muscles"), arthritis ("inflammation of joints") and general physical health deterioration ("physical deterioration") and was found to have fibroma (seriousness criterion medically important). The patient was treated with surgery (removal of two fibroma). Essure treatment was not changed. At the time of the report, the pain, fibromyalgia and fatigue had not resolved. No causality assessment was received for essure with regard to pain, headache, fibromyalgia, visual impairment, tooth disorder, brain fog, amnesia, hyperacusis, parosmia, fatigue, thyroid mass, breast mass, food intolerance, gastrointestinal motility disorder, hypertonic bladder, fibroma, endometrial thickening, tendonitis, myositis, arthritis or general physical health deterioration. The reporter commented: insertion of essure devices in 2010 at age 42 after a twin pregnancy. My physical deterioration started during the year. After several medical examinations which did not justify my general condition, I was pronounced to have fibromyalgia at a pain clinic, treatment set up by the pain centre, but without much improvement. And since then, there is a medical desert. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 105 kg. [Investigation] (date unknown): several medical examinations did not justify my general condition. At pain clinic: diagnosis of fibromyalgia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) ) on 22-dec-2023. The most recent information was received on 12-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("physical pain ") and fibroma ("two fibromas removed") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of twin pregnancy. As concurrent condition the report mentioned obesity. On an unknown date, the patient had essure inserted. In 2010 she experienced pain (seriousness criterion medically important), fibromyalgia ("fibromyalgia"), fatigue ("very severe chronic fatigue ), headache ("headaches"), visual impairment ("vision problem"), tooth disorder ("dental problems"), brain fog ("fog"), amnesia ("memory loss"), hyperacusis ("no longer stands noises and smells. V"), parosmia ("no longer stands smells"), thyroid mass ("nodules with thyroid - follow ups"), breast mass ("nodules with breast - follow ups"), food intolerance ("food intolerance"), gastrointestinal motility disorder ("alternating constipation and diarrhoea"), hypertonic bladder ("hyperactive bladder"), endometrial thickening ("very thick endometrium"), tendonitis ("inflammation of tendons"), myositis ("inflammation of muscles"), arthritis ("inflammation of joints") and general physical health deterioration ("physical deterioration") and was found to have fibroma (seriousness criterion medically important). The patient was treated with surgery (removal of two fibroma). Essure treatment was not changed. At the time of the report, the pain, fibromyalgia and fatigue had not resolved. No causality assessment was received for essure with regard to pain, headache, fibromyalgia, visual impairment, tooth disorder, brain fog, amnesia, hyperacusis, parosmia, fatigue, thyroid mass, breast mass, food intolerance, gastrointestinal motility disorder, hypertonic bladder, fibroma, endometrial thickening, tendonitis, myositis, arthritis or general physical health deterioration. The reporter commented: insertion of essure devices in 2010 at age 42 after a twin pregnancy. My physical deterioration started during the year. After several medical examinations which did not justify my general condition, I was pronounced to have fibromyalgia at a pain clinic, treatment set up by the pain centre, but without much improvement. And since then, there is a medical desert. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 105 kg. [Investigation] (date unknown): several medical examinations did not justify my general condition. At pain clinic: diagnosis of fibromyalgia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.